Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D3 and g1 correction: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.

Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken in multiple places at 15.6cm, 16.3cm, and 17.7cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient¿s leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were removed from the ipg, cleaned, and reinserted to address the issue.

Manufacturer narrative:
Date of event is estimated.